Event description:
The pt was consistently getting low readings on suspect device. He was feeling sick and fell down. The nurse tested his blood glucose on her device and blood glucose was 378 mg/dl. 1 1/2 hours prior the pt had tested his blood glucose on suspect device and was 48 mg/dl. The pt continued to test blood glucose on suspect device and get "lo" reading. Then he went to the dr and was tested on doctors device and was 631 mg/dl. He was admitted to the hosp. The dr had previously decreased insulin based on suspect device low readings.